Manufacturer narrative:
Quality controls were within range, showing no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found that the sample probe was bent and was touching the side of the cuvette wall. The probe was straightened and aligned. The rinse mechanism, gear pump, vacuum, and fluidics were checked. Alignments were verified. Precision studies were done and were within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 502 module. The sample was initially tested on a second c502 analyzer, resulting in a calcium value of 8.3 mg/dl and this value was reported outside of the laboratory. The sample was repeated for another test on the complained c502 analyzer, but calcium was also repeated, resulting in a value of 6.2 mg/dl. The 6.2 mg/dl value was not reported outside of the laboratory and was questionable. The calcium reagent lot number and expiration date were requested, but not provided.